Event description:
It was reported by svc report that the fowler angle display was inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Inaccurate fowler angle display. Bed out of calibration.